Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. The interlock was overridden and the instrument and reload were then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button by ceasing the placement of staples and tissue transection, and prevent patient harm. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that during procedure, the surgeon pushed the blue toggle to fire idrive, however, the device did not fire at all. New one was opened to correct the problem. Last patient's status: good. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.